Event description:
It was reported the patient died. No further information was received and analysis was requested. The cause of death and verification of date of death has been requested and not received.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4) no anomalies found, proximal conductor distorted and blood/body fluid (not obstructed), outer insulation cosmetic esc and depression and breached cut, apparent explant damage. Full lead returned and analyzed.